Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
An email was received from the facility regarding transpac IV monitoring kit, 60", disposable transducer in which it was reported that the transducer disconnected from the patient in use on (B)(6) 2026 and the arterial line leaked with approximately 110 milliliters blood loss. The patient required extreme intervention. There was bleeding out of arterial line, blood pressure significantly decreased and heart rate significantly increased. Normal saline heparin 1:1 fluid was utilized. Further the hospital staff stated and documented that they checked connections multiple times throughout shift. The patient was an infant born with congenital cardiac lesion. Patient was placed on epinephrine drip due to hypotension, bicarb given, emergency release blood administered, albumin administered. High flow nasal cannula (hfnc) therapy applied due to desaturation, tachycardia, and poor perfusion. Multiple arterial blood gas samples obtained, after blood, epinephrine and bicarb patient was able to be weaned from oxygen requirement and epinephrine was able to be weaned off the next day after resolution of lactate of 16. Alaris primary tubing also utilized.